Manufacturer narrative:
Date of the event unknown. Device lot number unknown. Product not returned to manufacturer

Event description:
It was reported that the abutment screw (iunihg) fractured in an inherited patient mouth. Part of the abutment screw is still the in implant. It was also reported that the doctor will remove it after they receive the replacement.

Manufacturer narrative:
(B)(4). The iunihg screw was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture in the implant. The alleged event was non-verifiable without the return of the product. A root cause for this complaint could not be determined.